Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During patient infusion while connected to an unspecified pump, it was reported that an unspecified quantity of unknown access set would not flow. The event occurred during a 0.9% sodium chloride (nacl) infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.